Event description:
The ring on the tip of the slo sheath dislodged and required retrieval. This is the 2nd time we know this has happened with this sheath and we are told it has happened twice in ep. Tip became dislodged in the body, free floating. Md attempted snare removal, was unsuccessful. Doctor was able to pass wire through tip, advance balloon, inflate balloon and retrieve tip.